Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon used four devices. The surgeon placed the gall bladder in the bag and pulled it out through the port, he places a kelly clamp to dilate the fascia , cut the bag and the gall bladder fell out . He then used three additional bags there was no puncture but the bags burst on the bottom the gall bladder fell into the patient each time he tried to pull the bags out. He then opened the fascia and removed the gall bladder with a kelly clamp. The patient is stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Torn bag, torn suture. The analysis results of the pouch device (a) found that it was received with the bag and the suture torn. During evaluation the bag was noted torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the pouch device (b) found that it was received with the bag and the suture torn. During evaluation the bag was noted torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9jh6l, expiration date: 01/2015, manufacturing date: 02/2010. Torn bag, torn suture. The analysis results of the pouch devices (c and d) found that they were received with the bag and the suture torn. During evaluation the bags were noted torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. Device (c and d) additional information: batch # g9k398, expiration date: 04/2015, manufacturing date: 05/2010. Torn bag, torn suture.

Event description:
The reporter stated that a pt required revision surgery because of an apparent dural tear. It was observed that the tear occurred at the same location the grey center bar was at on the large adjustable connector. The surgeon reported that the cross connectors cannot be arched and that they may against the dura mater. Integra has requested additional info from the reporter.